Event description:
A leak on day 5 was reported in patient who underwent colorectal surgery with anastomosis created with the car device.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer (niti surgical solutions ltd; 3005278776) and the importer (B)(4), as niti surgical solutions ltd. Serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specifications. Since no further information could be obtained, no conclusion could be drawn based on the limited information, we have regarding this event. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.